Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with fully functional keypad. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device received with cracked case (battery tube) and broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had to press buttons were harder to press to respond, reject new batteries, no delivery alarm, crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.